Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's daughter reported via phone call high blood glucose levels. Customer's blood glucose level went high from 400 to 500 mg/dl. Customer treated their high blood glucose via insulin pump. Customer's current blood glucose level was 306 mg/dl. Troubleshooting for high blood glucose was performed. Customer advised they did not have air bubbles and they were unable to remove their infusion set. The insulin pump was returned for analysis.